Event description:
An adc customer stated that because he was waiting for his replacement test strips that had not yet been delivered, he was at home "had no way of testing and ended up taking insulin, went into diabetic shock" and lost consciousness. No third party medical intervention was reported, no diagnosis was reported. Customer then stated he ate food to help counteract the medical event. No additional information was provided by the customer. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
This medical event involved a product delivery delay of an unknown lot of test strips. No product issue was reported. No investigation will be conducted. This is a final report.